Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 254 mg/dl. The customer blood glucose was 260 mg/dl at the time of incident. Customer¿s current blood glucose value was 134 mg/dl. Customer has been treated with an injection. The customer blood glucose was 170 mg/dl treat with bolus. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low bg. Based on customer report customer does not allege pump was over delivering. Customer states there are a couple of tiny bubbles. The customer was disconnected. Customer reports insulin exited. Customer states does not want to continue troubleshoot for the high blood glucose, and will like to upload the pump. The insulin pump will not be returned for analysis.